Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing, no occlusion was found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that a surgeon experienced and occlusion during a procedure. The tip was replaced and issue was not resolved. The cassette was replaced and the procedure completed with no harm to the patient. The product sample has been requested.